Event description:
It was reported that the day following the transcatheter bioprosthetic aortic valve implant 3 episodes of re-entrant ventricular arrhythmias (rva) were observed on telemetry. The length and the specific type of ventricular arrhythmias were not reported. Patient symptoms were not reported. Treatment was not required. The rva resolved the same date as onset and the patient was discharged also this same date.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number (B)(6) product type: {{delivery catheter system}}. Product ID {{l-evolutfx-2329}}; product lot/serial number (B)(6). Product type: {{compression loading system}}. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that each event, ventricular tachycardia, lasted between 10-15 seconds. Symptoms were not present. As reported, the event was possibly related to the implant procedure and transcatheter valve. However, it was also reported that an unspecified previous cardiac condition could not be ruled out as a cause. Of note, the patient had a pre-existing implanted left atrial appendage device.